Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by left transfemoral approach, the valve could not be fully deployed because the balloon failed to receive nominal inflation volume. Valve and delivery system were prepped normally (nominal volume). During initial valve deployment, valve expanded approximately 60-70% when the implanter noted he was at full volume on the atrion. The balloon was deflated. Valve was anchored securely in annulus by existing calcification. Atrion was reloaded with nominal volume for a 29mm valve (33ml) and a second inflation/post-dilation was attempted. At this time, it was noted that contrast was exiting the delivery system near the connection between the fine adjustment wheel and the balloon catheter. This delivery system was removed. A second delivery system was prepped with the same atrion to nominal volume (33ml) and successful inflation/expansion of the valve was achieved. There were no abnormalities noted during prep, no resistance during delivery system insertion through the sheath, slow inflation/deflation time, asymmetrical inflation, withdrawal difficulties with the delivery system and/or sheath, nor any damage seen on the devices before or after the removal. Ratio of contrast to saline in the inflation medium was 15:85.